Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her blood glucose level went up to 580 mg/dl. She started to throw up and had a migraine. The customer started injecting until her blood glucose level went down. The tubing had two small bubbles. The high pressure test passed. The device was not returned.